Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient's previous implant was replaced as it was pushing through their inner muscle. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the issue of the implantable neurostimulator (ins) pushing through the muscle was resolved with programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.